Event description:
Item is packaged in foil and has had condensation build-up in it. When the item is opened, it has water pooled in the pack. Gel surface has air bubbles, this may cause burn or electrical shock to the pt. Discoloration in the pad surface could indicate possible bacterial growth.